Event description:
The advocate stated that the customer's blood glucose was tested using his breeze 2 meter and the reading was 169 mg/dl. The customer was ill and disoriented, so he was rushed to the hospital. The hosp tested the customer's blood glucose at 26 mg/dl. The customer was treated with i.v. Glucose. Troubleshooting showed the system to be operating as designed, but the test strips and meter are to be returned for further eval. Replacement products were sent to the customer.